Event description:
It was reported to philips that geometry failure occurred due to r rack power supply and cooling issues on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the r rack power supply, tcu fd mod cooling unit, and usb extender kit, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).